Event description:
Theough a letter from the health authority, lifescan became aware of a complaint regarding a euroflash meter. The complaint is an allegation of inaccurate high results on the meter. The letter states: "in october 2003, the patient's diabetologist switched him to 100 iu/ml humalog insulin and 100iu ml lantus r. The diabetologist also provided a new blood glucose meter. From the point onwards, the blood glucose levels measured were consistently excessively high despite a balanced diet. The patient had to inject additional insulin, but his blood glucose level was repeatedly excessively low and he frequently even lapsed into a hypoglycemic coma. His wife was never able to leave him alone for more than two hours because she never knew how long he would react to insulin. The patient allegedly contracted an open wound on his toe in march 2004 and in april 2004 was hospitalized with heart attack and renal failure. In august 2004 he was hospitalized and treated with IV insulin. The hospital discharge report of september 2004 reportedly states "with clearly positive troponin t, increased ck and myoglobin and simultanious ECG changes, we diagnose myocardial infarctioin." In september 2004, the diabetologist reportedly wrote to the gp "from october 2003 onwards, the basal insulin was switched to lantus, which has a considerably flatter action profile and thus a reduced risk of hypoglycemia. In addition, the patient was given humalog before his main meals. Dramatic fluctuations ensured in terms of blood glucose adjustment, which - in retrospect- were extremely implausible." The daily blood glucose profiles communicated to me at the time left me perplexed and I did not know how to interpret the completely chaotic progression. It later transpired that the measuring quality of the euroflash had probably deteriorated greatly over the previous months and that, in the case of low blood glucose levels, it sometimes even indicated distinct hypoglycemia and vice versa. Regrettably, this was only detected under controlled conditions at the end of the stay in hospital in august 2004. Reportedly since the patient has been using the new monitoring device, he has not experienced any hypoglycemia. The complaint includes a comparision of the euroflash meter with a one touch ultra meter on 2 different individuals other than the patient."according to the reporter, the corresponding measurements are 140mg/dl and 107mg/dl with device a (sic) and 5.6 mmol/l and 5.4mmol/l with device b (sic). Based on this information it appears that one of the meters was in the mg/dl and the other in mmol/l unit of measurement.